Manufacturer narrative:
Section a2. Age at time of the event: corrected data; initial MDR inadvertently did not include average age of patients in the article.

Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
Article titled "vagus nerve stimulation in patients with therapy-resistant generalized epilepsy" was received for review in which it was noted that a patient experienced an infection in the area of implantation. No other relevant information has been received to date.